Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A mid to low trans-septal crossing was performed with a versacross connect at a thin part of the septum. A pigtail catheter was used to navigate to the laa. A 27mm watchman flx pro closure device was selected for implant. The closure device was deployed and recaptured once or twice before being fully released in an appropriate position. The pre-existing pericardial effusion (pe) appeared unchanged. The case was considered successful and the patient was sent to recovery. While in recovery the patient reported chest pain. Transesophageal echocardiogram (tee) was performed and the pre-existing pe appeared larger. Pericardiocentesis was performed and a drain was placed. The patient has fully recovered.

Manufacturer narrative:
B5: additional information added.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A mid to low trans-septal crossing was performed with a versacross connect at a thin part of the septum. A pigtail catheter was used to navigate to the laa. A 27mm watchman flx pro closure device was selected for implant. The closure device was deployed and recaptured once or twice before being fully released in an appropriate position. The pre-existing pericardial effusion (pe) appeared unchanged. The case was considered successful and the patient was sent to recovery. While in recovery the patient reported chest pain. Transesophageal echocardiogram (tee) was performed and the pre-existing pe appeared larger. Pericardiocentesis was performed and a drain was placed. The patient has fully recovered. It was further reported that a trace pre-existing pe was present prior to the starting the procedure. The location of the pe was around the right ventricle. The amount of fluid drained was approximately 100cc. The patient has been discharged.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0037903000. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include chest pain and pericardial effusion (additional device required). Risk review a risk review was completed and confirmed that the events of chest pain and pericardial effusion were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A mid to low trans-septal crossing was performed with a versacross connect at a thin part of the septum. A pigtail catheter was used to navigate to the laa. A 27mm watchman flx pro closure device was selected for implant. The closure device was deployed and recaptured once or twice before being fully released in an appropriate position. The pre-existing pericardial effusion (pe) appeared unchanged. The case was considered successful and the patient was sent to recovery. While in recovery the patient reported chest pain. Transesophageal echocardiogram (tee) was performed and the pre-existing pe appeared larger. Pericardiocentesis was performed and a drain was placed. The patient has fully recovered. It was further reported that a trace pre-existing pe was present prior to the starting the procedure. The location of the pe was around the right ventricle. The amount of fluid drained was approximately 100cc. The patient has been discharged.